Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the charge-coupled device (ccd) unit and the cable unit were worn and aged and the image could not be displayed due to deterioration. The following statements are in the instructions for use which can prevent the event: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported no image. No patient harm or injury was reported. No additional information was provided.